Event description:
In an lad bifurcation procedure resistance was felt with the voyager. Two voyager devices were used in the case; however, one voyager was used in the vessel at the time of inflation. Approximately 2/3 of the balloon had been removed into the sheath when resistance was met. When the catheter was pulled on, it snapped into two separate pieces. The guiding catheter and sheath were screened and the distal portion of the balloon catheter was found in the sheath. No additional info was available.